Event description:
It was reported that the customer's blood glucose was 425 mg/dl and he received no delivery alarms on the insulin pump. The customer stated the alarm was resolved by a complete set change and it was not possible to troubleshoot the issue. This could indicate an issue or occlusion with the reservoir, infusion set, or site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.